Event description:
The customer's mother reported via phone call that his blood glucose level was around 500 mg/dl last night. His blood glucose was high. He changed out the infusion sets and ate candy but his blood glucose was still high. The customer treated his high blood glucose level with an insulin pen. The insulin vial appeared cloudy and to have bubbles at the end. The insulin pump alarmed no delivery. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.